Manufacturer narrative:
(B)(4). Additional information: one sample was received for evaluation. Visual inspection revealed that the tubing of the set was sealed by the packaging machine. The cause was due to a manufacturing issue. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo primary administration set had a melted line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.